Manufacturer narrative:
Analysis of the pump, model# 8637-40, sn (B)(4), found no significant anomalies. It was stated that the gear 3 o-ring was d amaged. (B)(4)

Manufacturer narrative:
Product ID 8709sc, serial# (B)(4), implanted: 2008 (B)(6); product type catheter. (B)(4).

Event description:
2014 (B)(6): it was reported that the pump was removed for normal end of life. The pump was replaced 3 months prior to the elective replacement indicator (eri) to avoid in-vivo battery depletion. The patient was stated to have recovered without sequela. No patient injury was reported, however, there was a note on the returned product that the patient had (B)(6). It was unknown if the patient developed an infection prior to or after device removal. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.